Event description:
It was reported that at implant the lead had increased thresholds and increased impedance. A lead insulation breach was noted at the point of suture. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed an outer insulation breached cut. It was noted that the proximal conductor had blood/body fluid (not obstructed), there was blood in/on the helix/lobe mechanism, and visual analysis revealed that the lead was damaged at implant.